Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the live image and hemodynamic image disappeared from the layout when an ultrasound image was plugged in. Review of the system log files showed flexvision pc malfunctioning. To resolve the issue fse replaced flexvision pc. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the live image and hemodynamic image disappeared from the layout when an ultrasound image was plugged in. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed inputs on the flexvision disappear when bringing in new inputs. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the flexvision pc and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.